Event description:
While performing a bone marrow biopsy collection, the white cap of the marrow acquisition cradle became disengaged from its center, therefore, exposing the center needle portion. As a result, left thumb was punctured through sterile gloves. After procedure, removed glove to find circle puncture wound with bleeding noted. Injury was washed and band aid applied. Manufacturer response for jamshidi needle, (brand not provided) (per site reporter). Rep responded.